Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the product developed a ridge after pretest inflation. This ridge caused the patient pain and self limited bleeding upon insertion and removal from patient's suprapubic stoma.

Manufacturer narrative:
Received 1 used all-silicone foley catheter with the original unit packaging. Per visual evaluation, it was noted that the catheter had a cut in the murphy eyes on the drainage lumen (between the balloon and catheter tip). No cuff roll was observed. The following evaluation was performed: the balloon was inflated with air and then deflated and a cuff roll was formed. After that, 30cc of a mix of water and blue methylene was introduced with a syringe into the catheter. It was then left for three minutes over a flat surface and during that time, the catheter deflated by itself and cuff roll was formed. Per dimensional evaluation, active length was measured and the catheter was found within specifications: short side= 0.9960¿, long side=0.9745¿ (specification: 0.9" to 1.0"). The reported event was confirmed as cause unknown. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).